Event description:
Caller states patient tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. Patient's physician advised caller that if patient's inr was 3.5 inr or >3.5 inr to decrease her coumadin dose. No adverse event reported. Requested return of suspect system and replacement was sent.